Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra blue test strips sticking. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The patient stated, 24 hours after the alleged issue occurred, she developed symptoms of ¿shakiness, weakness, blurred vision, not feeling herself, and weak¿. On (B)(6) 2014, between 5:15-5:30 p. M. The patient stated she self-treated with food and/or drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject test strips. The cca confirmed that the test strips were not sticking due to static. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.